Event description:
It was reported that the customer had low battery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised insulin pump will be replaced. The customer was advised also that to returned the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After further review of this service notification, it was determined the initial report was submitted in error. This implantable device was not marketed or commercially distributed in the us, nor is it similar to a device marketed or commercially distributed in the us.